Manufacturer narrative:
(B)(4). Synovis has elected to submit mdrs related to coupler malfunctions regardless if the event was considered likely or unlikely to cause or contribute to death or serious injury. (B)(4). DHR review was completed. The supplier DHR was reviewed for this lot. No irregularities were found when reviewing supplier records. The coupler separation force and the pre-sterilization ring retention specification for coupler is within specification. One-hundred percent (100%) functional alignment testing was performed on each device during the manufacturing process. In addition, 100% visual inspection for broken or missing parts was performed. The released product met specification. Product was not returned. Physical description could not be obtained. Functional testing could not be performed. The root cause of the event could not be determined. It is unknown why the rings came apart. The ring separation on the DHR review indicates that the lot met specification. The surgeon was a new user and it is unknown how much of the vessel was everted onto the rings. The sales rep is reviewing the coupler design and procedure with the surgeon. No further action is required at this time.

Event description:
It was reported that an ent surgeon had difficulty with a gem microvascular anastomotic coupler product. Two gem2752 couplers (2.0mm size) were selected for venous anastomosis in a radial forearm mandible reconstruction procedure. The coupler rings did not properly approximate and failed to keep the vein together. The surgeon hand sutured the vein after the second coupler failure. The patient was not negatively affected. See supporting documents in parent (B)(4). This is report 2 of 2.